Event description:
It was reported that there was muscle stimulation from the right ventricular (rv) lead. The physician chose not to intervene and is "watchfully waiting." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).